Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that she had received a high bg reading (500 mg/dl) and immediately deactivated the pod. Upon inspection, the cannula was "bent back up in the viewing window" and "shredded in the corner". Despite this, no alarm was initiated. A new pod was activated and the suspect pod will be returned for evaluation.